Manufacturer narrative:
A device history record of the reported lot number could not be completed as no lot number details were provided. A sample was received at the manufacturing site. The actual part of the device that was faulty was a unit that is supplied to the manufacturing site from a supplier. The sample was forwarded to the vendor along with a supplier notification. The vendor has provided their investigation results. The sample received was the funnel part of the 6fr catheter; the shaft is torn off the funnel in the connection point between shaft and funnel. The root cause appears to be that the tear occurred during use when repositioning which can cause the part to tear. This part is one of the smallest sizes of catheters with shaft od of 2.0mm; it is still easy to tear the shaft off the funnel if it is pulled with too much force. There are established controls through the production process to detect any parts with a non-conformity in the raw material or connections (tensile strength of the formula samples and assembled catheter connection areas). The complaint is deemed an isolated event and will be monitored for any trends.

Manufacturer narrative:
A device history record of the reported lot number could not be completed as no lot number details were provided. The sample was not provided for evaluation therefore the reported condition could not be confirmed. There is a photo provided by the customer for evaluation. A review of the photo confirmed the faulty device, however we cannot determine how the condition occurred based the photo. If a sample should be returned this complaint will be reopened and the investigation updated to reflect our findings. During the manufacturing of all silicone foley catheters they are all 100% leak tested and 100% functionally tested as part of the process. Also, independent sampling is complete to confirm units are functioning correctly. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s).

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports that the catheter the y port of the catheter has separated from the tube of the catheter. The incident happened as the surgeon disconnected the tubing of the urine bag from the catheter. Additional information received on 4-aug-2020 clarified that the y port of the catheter has separated from the tube of the catheter.